Manufacturer narrative:
(B)(4). Batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the trocar and cdh body are not fully combine while holding the tissue. Doctor couldn¿t fire because it didn¿t come down to the green zone, so she did the surgery again with a new product. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # t5cr81. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damaged. The breakaway washer was present, uncut and the device was fully loaded with staples, indicating that the device had not being fired. Further analysis shows that the anvil was received bent. No functional test was performed due to the condition of anvil. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.